Event description:
It was reported that the patient presented in the operating room for routine ICD replacement. Noise was seen on bipolar channel. The physician explanted and replaced the lead. No adverse consequences with the patient after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.